Event description:
The customer reported that an olympus video system center was displaying unintentional colors during a functional endoscopic sinus surgery. According to the initial reporter, this event did not cause any delays, and the intended procedure was completed using the subject device. There was no patient harm reported as a result of this event.

Manufacturer narrative:
This report is being submitted to provide the initially reported event as well as the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the lack of the returned device, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.